Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer had an insulin pump malfunction and was in a coma. As of the date of this report, the customer had been in a coma for two months. Nothing further was reported.